Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2020).

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self activated while attempting to retrieve the tissue sample. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime, fire and obtain six chicken breast samples without issue. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the stylet spring. As the device functioned properly and the reported issue could not be reproduced, the investigation is unconfirmed for the reported self-activation. Although the reported self-activation could not be reproduced under laboratory conditions, the identified bent bumper likely contributed to the identified incomplete cannula tang engagement, which in turn may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Potential contributing factors include issues related to tolerance stack up and component interference. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy, in normal tissue, after first sample pass, the device allegedly self activated while attempting to retrieve the tissue sample. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.